Event description:
It was reported that implant detection was not completed so the patient did not have rate response and there was no diagnostics. The patient had chest tightness with activity, which was though to be due to no rate response. Also, at the set sensitivity level, the right atrial (ra) lead did not have sensing. The device and ra lead remain in use. No patient complications have been reported as aresult of this event.

Event description:
It was later reported that implant detect was completed and the rate and activity response for the device were adjusted and optimized for the patient. It was also indicated that the patient had chronic atrial fibrillation so the ra lead sensitivity had been set to limit atrial sensing to conserve the device battery and there was no performance issue with the ra lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead 2005-(B)(6), 5076-58 implantable pacing lead 2005-(B)(6). (B)(4).